Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that actions/interventions taken to resolve the scar tissue and inability to refill the pump included referring the patient to neurosurgery. Diagnostics/troubleshooting performed included several nurses attempting to access the pump without success. When asked if the scar tissue and inability to refill the pump had been resolved, the hcp stated that it was pending surgery to replace pump and resolve the issue.

Event description:
Information was received from a friend/family member regarding a patient who was receiving baclofen via an implantable pump for unknown indications for use. It was reported that the pump was rather old and they went to fill it but couldn't due to scar tissue. They were referred to the surgeon that put the pump in, but the surgeon, nor anyone in that office, no longer works with the pump. They mentioned the pump had an alarm on it in case they don't get the refill. They were sent physician listings.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.